Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a hypoglycemic event was not aware the adc freestyle libre reader did not have a "hypoglycemia alarm." On (B)(6) 2020, the customer was in the garden and experienced powerlessness, weakness, and sweating and was unable to treat themselves. The customer¿s husband, who is a physician, treated her with apple juice for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.